Event description:
It was reported that this patient with an implantable pacemaker recently collapsed due to syncope and presented to the emergency room. Upon interrogation, an elevated, out-of-range pacing impedance measurement was observed (greater than 3,000 ohms). There was a concern regarding a potential lead fracture and a subsequent switch to unipolar sensing that could have caused the patient's collapse. The following day, the patient presented to a different healthcare facility for a consultation, but no alerts were available as they had already been checked the previous day at the hospital. The patient's monitoring physician was very concerned that an alert had not been transmitted to indicate the out-of-range impedance value. At this time, this system remains implanted and in-service. No additional adverse patient effects were reported. Information has been requested regarding the event resolution, but no further details were able to be provided.

Event description:
It was reported that this patient with an implantable pacemaker recently collapsed due to syncope and presented to the emergency room. Upon interrogation, an elevated, out-of-range pacing impedance measurement was observed (greater than 3,000 ohms). There was a concern regarding a potential lead fracture and a subsequent switch to unipolar sensing that could have caused the patient's collapse. The following day, the patient presented to a different healthcare facility for a consultation, but no alerts were available as they had already been checked the previous day at the hospital. The patient's monitoring physician was very concerned that an alert had not been transmitted to indicate the out-of-range impedance value. Information has been requested regarding the event resolution and further details will be provided once available. At this time, this system remains implanted and in-service. No additional adverse patient effects were reported.